Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. The info obtained from the device showed the device was switching itself on automatically resulting in multiple manual power-ups for 10 minutes in duration occurring on (B)(6) 2012. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically. A device switching itself on automatically can cause early depletion of the pad-pak. When tested the pad-pak (lot a1001) was found not to have been depleted. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.